Manufacturer narrative:
Date of report: 13nov2018. Date of manufacturer: 08nov2018. A blower controller, power supply and blower motor assembly were returned to philips for analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.

Manufacturer narrative:
It was reported that the ventilator failed pre-operational self-testing due to a crossover circuit fault. No patient involvement was reported. The field service engineer (fse) inspected the device and replaced the blower motor controller board, blower assembly and the power supply. The fse performed performance verification and all test passed.

Event description:
It was reported that the ventilator failed pre-operational self-testing due to a crossover circuit fault. No patient involvement was reported. The date of the incident was not provided by the customer.